Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box verified the call service alarm. The call service alarm was not duplicated; however, another call service alarm emitted. Unrelated to the complaint, there was visible moisture in the display. The pump failed a leak test due to a cracked case and battery case. Moisture was found on the motor flex cable, on and behind the display, and on the printed circuit board.